Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center requesting assistance ending therapy on the homechoice (hc) machine during dwell 2 of 4. The home patient (hp) stated he noticed one of the supply bags had fallen and disconnected during therapy and the hp wanted to start over with new supplies. The baxter technical service representative (tsr) assisted the hp to end therapy and remove the cassette. The hp would call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report.